Event description:
It was reported that a wearable failure occurred. The sensor was inserted into the arm on (B)(6) 2024. Performance data was reviewed. The allegation was not confirmed. However, an early sensor expiration was found in connection to the reported allegation. The probable cause of the early sensor expiration could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction d9 : device available for evaluation g6:type of report: follow up h2: additional information - correction h3 device evaluated by mfg- additional information h6: investigation conclusion ¿ additional information.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on 3/14/2024. Product was provided for investigation. An external visual inspection was performed and passed. Performance data was reviewed. A wearable failure was not found within the investigation window. The allegation was not confirmed. However, an early sensor expiration was found in connection to the reported allegation. The probable cause could not be determined. No injury or medical intervention was reported.